Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.

Event description:
Boston scientific received information that the right atrial (ra) lead and implantable cardioverter defibrillator (ICD) exhibited high out of range pacing impedance measurements of greater than 3000 ohms. A revision procedure was performed where the lead was tested with a pacing system analyzer (psa) and yielded the same out of range impedance measurements. Subsequently the lead was surgically abandoned and the ICD remains in service with a new lead. No additional adverse patient effects were reported.